Event description:
During an MRI study, a patient verbalized that she was experiencing a warm sensation on both her upper arms. When the study was completed patient had what looked like "sunburn" on both of her upper arms. The patient was examined by a physician, cool compresses were applied and the patient reported some relief of her symptoms after 45 minutes. The patient was discharged with instructions to follow up with her physician if needed.